Event description:
Same event as MFR report #: 2134265-2009-03769. It was reported that during a rotational atherectomy procedure, withdrawal difficulties and a dissection occurred. The 80% stenosed lesion was located in the short, calcified left anterior descending artery. The rotalink plus system was platformed at 145,000 rpms. Following insertion of the floppy rotawire guide wire, one ablation run was completed with the 1.5mm rotalink plus burr with no notable drop in speed, and the burr went through the lesion. The physician then pulled the burr to what he thought to be proximal of the lesion and took his foot off of the rotablator pedal. However, the burr became lodged in the lesion and the system stalled. With forceful pulling the burr was removed on the rotawire, however, a dissection occurred. Another manufacturer's stent was used to treat the dissection, and no further complications were reported. Patient status was reported as 'ok'.

Manufacturer narrative:
The device has not be received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.